Event description:
Reportedly, the surgeon laid the pencil on the sterile field and it slid down between the drapes. Not knowing the pencil was there, the surgical assistant leaned on the pencil causing it to activate. This caused a burn on the pt's left thigh. A plastic surgeon was called into the or and performed a "wide excision" to eliminate the burned area. The pt had a good recovery. The biomed immediately took the generator, pencil and pad out of service and tested them. All instruments were found to function normally. Procedure: dnc & myomectomy.